Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The resolution is unknown. No report of patient involvement. Incident date not provided. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit lost the ability to mechanically ventilate. There was no report of patient injury.